Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic sacrocolpopexy, when securing mesh, after a few firings, one tack failed to deploy and fell into the patient cavity. The loose tack was retrieved using a grasper. Afterwards, an attempt was made to continue firing and the next tack was jammed in the device and would not deploy. The original tacker was removed, a new tacker was opened, and the procedure was completed. No patient complications have been reported as a result of this event.